Event description:
It was reported that the patient was experiencing loss of stimulation due to lead migration. The patient underwent a lead reposition and battery replacement procedure. The patient was doing well post operatively. The explanted ipg will not be returned, and the lead was remained implanted.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a couple weeks ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-ipg-pc, upn: m365sc11400, model: sc-1140, serial: (B)(6) batch: (B)(6) additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).